Event description:
Additional information was received stating that vns patient was experiencing and increase in generalized convulsive and non-convulsive seizures back to pre-vns seizure frequency levels. The patient was taking only 1200mg of calcium. The patient underwent prophylactic generator replacement surgery on (B)(6) 2014. The neurologist reported that replacement surgery was performed due to the patient¿s generator being near end of service; however, additional information was received indicating that the replacement surgery was prophylactic. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
The patient was referred for generator replacement surgery. The physician reported that the patient was referred for "battery change, vns no longer working". Clinic notes dated (B)(6) 2014 indicate that the patient was seen in (B)(6) for uncharacteristic increases in seizure activity. It was noted that the vns battery is 8 years old and rapidly approaching end of service. It was noted that based on the advanced age of the vns, along with the increased seizure activity, the physician determined that the patient needed to have the generator battery replaced before further complication could occur. It is unknown if the increase in seizures is above the patient's pre-vns baseline. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.